Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's implantable pulse generator (ipg) system was upgraded to a bi-ventricular implantable cardioverter defibrillator (ICD) system. The right ventricular (rv) lead which was connected to the ipg was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.